Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room with near syncope and syncope and the right atrial (ra) lead exhibited far field r wave oversensing. Follow up with the patient's clinic indicated that the patient has not been seen since this event. The lead remains in use. No further patient complications have been reported as a result of this event.